Event description:
The device was explanted when it could not be interrogated.

Event description:
As the physician was attempting to remove the device, resistance was encountered and it "suddenly felt that the coil was detached from the delivery wire". The whole system was removed from the patient and the physician noted that the coil had detached from the delivery wire at the detachment zone. The procedure was successfully completed with no clinical consequence to the patient.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The analysis confirmed the no communication. The inability to interrogate was caused by a depleted battery. As no archive data could be obtained from the field, a longevity calculation could not be performed. The cause of the battery depletion could not be conclusively determined.